Manufacturer narrative:
H4: the lot was manufactured from april 21, 2020 - april 22, 2020. H10: the device was received for evaluation. Visual inspection was performed which revealed a leak due to detached tubing line at the solvent-bonded junction of the stress member. The reported condition was verified. Traces of solvent was observed on the tubing line. The cause of the condition was due to manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce intermate sv (small volume) was leaking from the loose administration tubing during the compounding stage (detached at tubing line at the solvent-bonded junction of the stress member). The device was injected with 0.9% sodium chloride and was segregated for quality investigation when the issue was noted. This was identified prior to use. There was no patient involvement. No additional information is available.